Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power alarms, was confirmed in the submitted heartmate ii lvas controller log file. The loss of external power events occurred while the patient was using the mpu as their power source. The event log file contained approximately 19 days of patient event data. The patient appeared to be managing their external power sources properly ¿ using fully charged batteries and their ac external power source (mpu) for extended rest periods. There were two loss of external power events that occurred with the patient on the mpu. The events lasted 16 seconds and approximately 3 minutes in duration. The controller operated on backup battery power during the events. The mpu was the power source before and after the events. Based on the power source indicator (rsoc) and power cable lead (cable) voltages, the mpu output was lost. Per the log file, the mpu appeared to be operating properly before and after the event. The mpu was not returned for evaluation. Multiple requests for additional event information were sent to the customer. No additional event information regarding the loss of external power events were reported by the customer. The root cause of the loss of external powers while operating on the mpu was unable to be determined in this analysis. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information has not been provided. Device information has not been provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) had no external power events on (B)(6) 2020 that were caused by power to the mpu being briefly interrupted. There were no other unusual events recorded in the log file event history.